Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a use error of setting the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:41:06. During night drain cycle three, the patient's ultrafiltration reading was 1258ml, indicating the home patient (hp) drained 1173ml more than their maximum programmed fill volume of 1700ml. No additional information is available.